Event description:
Caller states that she received a reading of 300 mg/dl and an unk amount of time later recieved a 150 mg/dl reading. She states that she increased the amount of insulin taken based on these readings. No adverse event reported as a result. No treatment reportedly received. No strip info was provided. No glucose control solutions reportedly used. Requested return of device and replacement was sent.